Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported from the pharmacy that a patient was receiving a vtbi (volume to be infused) of 1000mg/100ml at a rate of 30ml/hr and when it went to kvo rate (keep vein open) the rate dropped to 20ml/hr on its own. No further information is available.